Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Sorc found considerable wrinkles on the insertion section, metal braid protrusion from the wrinkles, and cracks in the outer coating at the wrinkles. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there is a possibility that the wrinkled part of the insertion section was caught in the artificial anus and could not be removed from the patient. The wrinkled insertion tube could occur due to excessive stress by bending the insertion tube, resulting in metal braid been broken and protruded.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
A physician could not withdraw the endoscope from a patient with artificial anus during a procedure. The endoscopy was transitioned to a surgical procedure to remove the endoscope and it was successful. The patient was being hospitalized when the event was reported to olympus. The user facility suspected the passive bending section of the device of causing the event. Olympus local sales person checked the device and found that the internal metal wire was exposed at about 1 cm from the insertion tube of the device.